Manufacturer narrative:
(B)(4). The field report of inability to extract the helix was confirmed in the laboratory. The ptfe tubing was folded and could be preventing the inner coil rotation and the helix actuation. The lead was out of specification. (B)(4).

Event description:
It was reported that prior to lead implant procedure, it was not possible to extract the helix during testing. The lead was replaced. There where no consequences for the patient.